Manufacturer narrative:
This case is related to case with patient identifier (B)(4).

Event description:
It was reported the patient received the following results within 15 minutes: 571 mg/dl (guide me) and 151 mg/dl (aviva).